Event description:
Additional information was received as a non-certified death certificate. The death certificate indicated that the primary cause of death was "lennox-gastaut syndrome" with secondary cause of "seizure disorder." No autopsy was performed. It was indicated that no injury had occurred. Attempts for additional information from (B)(6) were made however the site stated they did not have any information on the patient's death and its relationship to vns. Follow-up with the funeral home found that they usually explant medical devices prior to cremation and return the explanted products to the manufacturer, however the patient's vns has not been returned. The site indicated that it may have been sent to the incorrect manufacturer.

Event description:
It was reported on the (B)(6) website that the patient had previously passed away. A search for the patient's obituary online confirmed the patient had expired "peacefully" at home on (B)(6) 2007. Attempts for additional information from the patient's neurologist have been unsuccessful to date. A request for a copy of the patient's death certificate is in progress.